Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3550-39, lot# n365839, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the bottom of the patient¿s battery was too superficial causing pain and discomfort at the pocket site. The patient¿s pocket was revised on (B)(6) 2015 and is doing better. The battery was moved and new pocket was created to hold the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported six weeks after the initial implant the ins was eroding from the patient¿s skin so the doctor repositioned the ins to a different spot. The patient stated it went okay, but with the recovery, the patient got cellulitis and then that was okay for a while. No further complications were reported.